Event description:
Customer feedback :newer version not showing positive 223co20124 , older version is 221co20221.

Manufacturer narrative:
Lot 221co20216 reserved sample for positive test, the test result is pass. Based on the detection principle and relevant clinical data, the test results of the ihealth covid-19 antigen rapid test are directly related to the viral load in the sample. For samples with lower viral load, false negatives may occur. Continuously collect information on false negatives of this batch of products.assess compliance with clinical test data.